Event description:
During the initial installation of the device at the user facility, the device did not sound an audible alarm tone while on the high volume setting. Though requested, no additional information was provided.